Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin at home transmission. Upon review, the patient's right ventricular(rv) lead exhibited out of range high voltage lead impedance. The patient did receive high voltage therapy but the reason is still being investigated. The patient was stable.

Event description:
New information received stated that patient received an inappropriate high voltage shock during atrial fibrillation. The patient went back into sinus rhythm after the shock. Related manufacturer reference number: 2017865-2019-08329.